Event description:
It was reported that during a laparoscopic procedure, the balloon could not be opened properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported that during a lumbar fusion, the handpiece heated up and metal shavings came out. Some of the shavings entered the surgical site and were removed by suction. The account used a back up handpiece to successfully complete the procedure. There was no clinically relevant delay, and the pt did not receive any additional treatment due to this event.

Manufacturer narrative:
(B) (4). (B) (4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.